Event description:
It was reported by getinge field service technician (fst) that cardiosave intra aortic balloon pump (iabp) had abnormal noise during inspection. There was no patient involvement.

Manufacturer narrative:
Due to character limit:e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.